Event description:
Caller reports that during a correlation study the following inform: laboratory results were obtained: 63; (inform):47; (I-stat) 46; (inform): 30; (I-stat) 34 (inform): 25; (I-stat) 69 (inform): 50 (I-stat). No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Caller reports that during a correlation study the following inform: lab results were obtained: 63 (inform): 47 (I-stat); 46 (inform): 30 (I-stat); 34 (inform): 25 (I-stat); 69 (inform): 50 (I-stat). No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.